Event description:
It was reported that the lead exhibited high threshold. The helix failed to re-extend when the lead was repositioned. The lead was subsequently replaced.

Manufacturer narrative:
Na